Event description:
It was reported that during implant, the left ventricular lead had muscle/nerve stimulation. The lead was replaced with smaller lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid on distal conductor(not obstructed).